Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarm and subsequent blood loss to clotting of the pt's access. The cycler alarmed appropriately. The pt had been having ongoing catheter issues and has since received a new catheter. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
A venous air alarm occurred at the end of a routine hemodialysis treatment. Clotting in the filter was observed. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.